Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the blue screen and timeout was detected by underlying data source. A technical support specialist identified that the station database (db) was corrupted and in suspect mode and was unable to recover the db, found it was preventing the medication application from starting correctly, dropped db and initiated a db synchronization on the device to download and restore the most current data, rebooted the station and confirmed the medication application launched successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck at a blue screen and displayed an error message as "timeout was detected by underlying data source". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.